Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device was not working properly and they had questions about the battery lifespan. There were no symptoms or further complications reported.